Event description:
It was reported the patient's cervical lead wire "punctured through the skin 1/4 of an inch". Additional information has been requested from the hcp, but was not available as of the date of this report.